Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported receiving a false positive result on 02-jan-2024 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6) , lot 30153c and reader sn (B)(6) ). Three repeat cue covid-19 tests performed on (B)(6) 2024 provided negative results. Customer tested negative with two inbios antigen tests on (B)(6) 2024 as well as with an aptitude/metrix test on (B)(6) 2024. Customer states they are showing some symptoms, but had no known exposure. Cartridges were stored within the validated temperature range.